Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the catheter was placed in the female pt's spinal column for labor and delivery and was used successfully. When they attempted to remove the epidural catheter, resistance was felt. Several attempts were made using normal techniques (pt on side lateral position, tapping, etc). During removal attempt, the catheter snapped into two pieces. A CT scan was performed and showed the catheter had looped into a knot and the distal end piece was retained. As a result, a neurosurgeon was called in and he was able to remove the retained piece. There was no delay in treatment, no pt death and no pt complications were reported. Add'l info received from the physician on (B)(6)2010 stated that no surgical intervention was required. The retained portion was removed by gently pulling on the exposed spring wire guide.